Event description:
An event occurred on an unspecified event date involving a primary set, piggyback was reported that there were black specks in drip chamber. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. D4: only di provided as lot number is unknown.